Event description:
The accounts biomed stated the beds pt positioning monitor (ppm) is not sensitive enough. When testing the bed in the positioning mode, the bed would not alarm until he was completely out of the bed.

Manufacturer narrative:
Technical support instructed the accounts biomed to inspect the sensors. Repairs have not been completed.